Event description:
It was reported that patient presented in clinic showing non-sustained rv oversensing which looked like noise. Upon review of the egm strips it was found that the noise appeared to be myopotential oversensing. It is noted that the patient is young and does labor-intensive work involving the upper-body. Programming changes were made. Patient condition is great.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).